Manufacturer narrative:
A company representative visited the site to evaluate the system. The representative completed a system functional test per service test procedures and confirmed that the system met specifications. A system preventive maintenance was also performed. No part was required to be replaced. Multiple attempts to obtain additional information were made. This included sending a questionnaire but no further response from the customer has been received. A review of complaints did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to nonconforming equipment. The system met specifications; therefore, the root cause of the reported corneal burn could not be determined conclusively. (B)(4).

Event description:
A customer reported a corneal burn with a cataract system during a procedure. The procedure was completed. Additional information has been requested but none has been received.